Event description:
Resident was being transferred from bed to chair in pt room. The nursing staff reported the base of the lift was not working properly, and did not open. While maneuvering the lift around the chair, the lift tipped, and the resident fell to the floor resulting in minor lacerations to shoulder and head, emergency room visit or hospitalization not required, treated at facility. On 8/3/06, the local distributor was on site to review event. Base mechanism was worn and loose, the base mechanism was replaced by local distributor and lift was placed back in service on 8/7/06. It was determined that operator error occurred in that proper operator procedures were not followed prior to attempting to lift resident. Prelift inspection should been performed and would have resulted in lift being removed from service until the noted discrepancies were repaired.

Manufacturer narrative:
Manufacturers authorized service rep performed eval of device on 8/3/06, repair of device (replaced loose/worn base link parts) was completed by authorized distributor and returned to service on 8/7/06.